Manufacturer narrative:
Submission of this report: 02/25/1998. Lab comments: evaluation: (12/17/97); brown dried, cracked substance in tube, broke/split balloon. No functional testing attempted due to cracked substance in tube. Comments: (12/18/97) agree with above observations. Review for prior complaints completed on this lot.

Event description:
The reporter stated the device ruptured inside the pt who was taken to the emergency room for abdominal pain. A new device was placed and demerol was administered. On pt involved.